Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max reperfusion catheter. Upon removal from the packaging, the 5max catheter was found fractured and was not used. The procedure successfully continued using a new 5max catheter.

Manufacturer narrative:
The 5max was fractured in the proximal shaft approximately 41.6 cm from the distal tip. The complaint has been evaluated. The complaint indicated the 5max was broken when removed from the packaging. Evaluation of the returned device confirmed it was fractured in the proximal shaft. This type of damage typically occurs due to improper handling during removal from packaging. If the catheter is removed from the packaging at an angle, damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.